Event description:
It was reported that an unknown bar for nobel implants fractured.

Manufacturer narrative:
The returned bar was visually inspected and is noted that it shows signs of usage. Also shows a fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint is confirmed. A single definitive root cause could not be determined.